Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was feeling dizzy, having trouble breathing, and talking nonsensically. The dexcom readings and omnipod were reading low an the bg reading was 800 mg/dl. The husband treated the patient with 2 or 3 ¿amounts¿ of insulin. They called an ambulance and was taken to the hospital. The paramedics tried to take a bg reading but they weren´t able to get a reading before needing to transport her to the hospital. At the hospital, they performed blood tests and the patient was diagnosed with diabetic ketoacidosis (dka) and treated with ¿electric shock¿ treatment because she was in critical condition. At that point, the patient was unresponsive. It was reported that the patient experienced a complication that caused pneumonia, and the patient was treated with antibiotics and treatment to decrease the acidosis (dka) status (not specified). The patient remained in a comatose state from on (B)(6) 2024. The patient was discharged on (B)(6) 2024. At the time of the report the patient was feeling weak and required a walker to assist her in walking. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.